Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was on the arctic sun device which was beeping with no message. Nurse powered off device and back on. Event log showed alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic). Nurse stated that they were running therapy via esophageal probe and were giving free water bolus. Therapy resumed with no issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the patient was on the arctic sun device which was beeping with no message . Nurse powered off device and back on. Event log showed alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) . Nurse stated that they were running therapy via esophageal probe and were giving free water bolus. Therapy resumed with no issues.